Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report that the wire guide and coil spring were broken. The wire guide was returned in three separate sections. One section contained only the coil spring; another section contained the coil spring and safety wire; and the other section consisted of the coil spring, core wire, and safety wire. The core wire seemed intact but the safety wire and coil spring were broken. The core wire is within specification. Large sections of safety wire and core wire were exposed. The coil spring had extensively unraveled on all three sections returned. Due to the condition of the returned device it cannot be determined if any sections of the wire guide are missing. A review of the history record was conducted for the heavy duty exchange fixed core wire guide. The lot number involved passed the quality control inspection and no discrepancies were observed with the wire guide released for distribution. The device history record for the lot number associated with finished product was also reviewed. A discrepancy or anomaly was not observed with the finished product that was released for distribution. The product was sent to the supplier for review. On 10/25/2015, the following supplier evaluation was received: investigation of the wire guide confirmed the same observations as above of the wire guide on 10/23/2015. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to the condition of the returned product and a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use contain the following precautions: during placement and use, care must be taken to avoid cutting, crimping, or damaging components. Note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wire guide to the tip of the endoscope, not into the endoscope channel. Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that these lots met manufacturing requirements prior to shipment. Prior to distribution, all heavy duty exchange fixed core wire guide are subjected to a visual inspection to ensure device integrity. A review of the incoming quality control records confirmed that the potential lots involved met manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a percutaneous endoscopic gastrostomy (peg) placement procedure, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide came unbraided during the procedure. The fragments [of the wire guide] became detached inside of the patient. The physician was able to remove all wire guide fragments.